Manufacturer narrative:
The lot number was not provided and the complaint sample was not made available for evaluation. The manufacturing review did not indicate that this complaint was due to the manufacturing process. No complaint or manufacturing trend was identified. The root cause could not be determined. The manufacturer internal reference number is: (B)(4).

Event description:
It was reported by an optician on 07nov2018 that a female consumer, who was a first time contact lens user, was provided with the product on (B)(6) 2018. The consumer refused to be trained on how to use and maintain the contact lenses, saying that her son would help her learn and it was unknown which cleansing solution was used. The client returned to the store one week after being given the contact lenses with "serious ocular problems such as ulcers". At the time of the initial report, the consumer was under treatment. Phone follow-up done on 08nov2018 stated that the consumer went to the store on (B)(6) 2018 stating she could not take the lenses out. Her eye was seen by the optician at the light in the office and no lens was seen. She was told to put glasses on and it was not certain if she could see well or not. On the next day, the consumer called the store saying she was at the emergency room to take the lenses out. She was referred to an ophthalmologist and was prescribed with unknown treatment modalities. The consumer was anesthetized in the hospital; the contact lenses were taken out and discarded. She had to wear a patch which prevented her from going to work. It is unknown if the contact lenses were correctly cleaned or how were they maintained or handled. New information received on (B)(6) 2018 stated that the physician associated the incident to the use of contact lenses. The consumer has not returned to the store and she is taking care of the therapy with the ophthalmologist. Additional information has been requested but not yet received.